Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the user facility states one positive culture was received on (B)(6) 2020 with s. Maltophilia and ps. Aeruginosa. The other positive culture was received on (B)(6) 2020 with 10 cfu pseudomonas aeruginosa , 8 cfu stenotrophomonas maltophilia, 5 cfu nonfermenting gram negative rod. The scope axillary channel and the main biopsy channel was cultured. Only the scope was cultured. The axillary water channel and biopsy main channel all went into 1 specimen cup when it was tested. The microorganisms detected were s. Maltophillia, p. Aeruginosa and non-fermenting gram negative rods. The device was used on a patient with a known infection. However, different microorganisms were found on the culture. What triggered the device sampling and culturing was the patient had a history of cro, per UK policy these scopes are cultured after cleaning. The date the scope was reprocessed is unknown. The culture method results were provided and attached. The customer is not aware if a report was sent to the FDA. No patient infection occurred and no patients were infected. The scope was not eto sterilized. It is unknown where the scope is today. The cleaning and disinfectant solutions being used with the endoscope are prolystica & hld rapicide, which are manufactured by steris and medivator. The minimum effective concentration is being checked daily. The type of aer being used to reprocess the endoscope is a medivator dsd edge serial number (B)(6). There have not been any issues noted with the aer. The endoscope is being brushed during manual cleaning with a single use brush. The manufacturer is conmed 001617. Pre-cleaning is being performed immediately after a procedure. It is unknown what steps are taken during the pre-cleaning. The endoscope is being leak tested prior to manual cleaning with an olympus mu-1. There have not been any issues noted with the aer. The last pm for the aer is (B)(6) 2020. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was (B)(6) 2020. All reprocessing personnel are trained on how to properly reprocess an endoscope. There was a change in the reprocessing personnel in (B)(6) 2020. The endoscope is being stored after the medivator cycle in the drying cabinet for ten minutes. The scopes are then hung in the clean scope room in their designated cabinets.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory, legal manufacturer and evaluation results. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following: microorganisms: micrococcus yunnanensis, bacillus okuhidensis, staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to the service center for a device evaluation. A visual inspection on the received condition by using an olympus boroscope to inspect the channels. The instrument channel was inspected and noted tear marks inside the channel from the biopsy port side, see attached picture. The channel further inspected and noted more tear marks inside the channel from the bending section side. The suction channel was checked and did not find any evidence of internal damage and or foreign material. The image was inspected and confirmed the image is normal. A leak test was performed and the scope did not pass the leak test due to the tear marks inside the channel. The scope was purchased on september 12, 2018 with no previous repair history. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the legal manufacturer reported it was presumed that the cause of the microorganism detection as follows: -1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. -2.occurrence of contamination during sampling for culture test. IFU states as follows. Reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer and the independent laboratory results. The facility's nurse confirmed that the scopes were used on patients with cre. In addition, the scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms: micrococcus yunnanensis, bacillus okuhidensis and staphylococcus epidermidis.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, a review of the instrument history was performed and there was no service/repair record found since the date of purchase on september 12, 2018. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time.

Event description:
The service was informed that the facility¿s scope cultured positive for an unspecified organism twice during reprocessing. No patient infections were reported.